Event description:
Medtronic received a report that a pipeline encountered resistance in the distal end of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a right posterior communicating segment aneurysm of the internal carotid artery with a saccular morphology. Aneurysm dimensions: max diameter 8.2 mm and neck diameter 7.3 mm. Landing zone (artery size): distal 4.8 mm proximal 5.1 mm. The patient¿s vessel tortuosity was minimal. The access vessel was the femoral right artery (vessel diameter 15 mm). During the deployment process, the ped was retrieved into the phenom 27 microcatheter and it could not be deployed again. After multiple attempts, it still could not be deployed in multiple locations. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Angiographic result post procedure: normal blood vessel, no damage. The catheter was flushed continuously with heparanized saline. The pipeline didn't become stuck. No catheter or pushwire damage was noted. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath newmax (long sheath).

Manufacturer narrative:
Continuation of d10: product ID: ped-500-25 (b480697). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned stuck inside the phenom 27 catheter; within inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. However, the catheter body exhibited accordioning between 10.3 cm and 16.2 cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the phenom catheter. The observed damages on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggest that high force was applied. This damage likely occurred when the customer attempted to advance the pipeline flex through the catheter against the resistance. Possible resistance causes could include vessel tortuosity and lack of continuous flush with heparinized saline during the delivery. However, the customer reported that the vessel tortuosity was minimal, and the continuous flush with heparinized saline was maintained throughout the procedure, which rules out these potential causes. As a result, the root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that additional actions taken to resolve the pipeline resistance included pushing multiple times, pulled back to the straight section of the blood vessel and pushed, still not resolved. The cause of the resistance was not determined. There was no damage to the pipeline pushwire or catheter observed.